Manufacturer narrative:
Approximate age of device - 3 years, 11 months. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The pump remains implanted and the patient continues on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient let external batteries and system controller's backup battery drain completely. Review of the log file confirmed a low power hazard, no external power and lvad off alarm with pump speed of 0 were noted on (B)(6) 2018. The system controllers time-stamp was reset displaying 1/1/2000 0:00:00 indicating the controllers backup battery was completely drained. It appears the patient let their batteries deplete past the hazard alarm and utilized the controllers internal battery until that depleted which resulted in a pump stop. Since the time-stamp was reset we are not able to determine the exact length of time the pump was off. Once power was restored the pump did return to its patient stored speed and has maintained that speed. No further information was reported.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Analysis of the submitted log files confirmed a system stop following the depletion of the 14v li-ion batteries and the system controller's backup battery. The system controller event log file contains data from (B)(6) 2018. The low power hazard alarm was active at the beginning of the file, followed by a no external power alarm and activation of the backup battery (ebb) at 09:03:13. The system was supported by the backup battery until 10:28:21 when the pump ultimately stopped. The duration of time that lvad was without power could not be determined through this evaluation. The system appeared to function as intended. The system controller periodic log file contains data from (B)(6) 2018 through (B)(6) 2018. It should be noted that the patient appeared to switch from the mobile power unit to battery power sometime between 17:05:25 and 18:05:25 on (B)(6). It could not be conclusively determined if any power source exchanges were performed between this time and the end of the file; however, it did appear that the patient remained on battery power consistently enough for the batteries to deplete over the course of approximately 17 hours. On (B)(6), the low power advisory alarm was active at 07:05:23, the low power hazard alarm was active at 08:05:23, and the system was operating on the backup battery (ebb) by the final event of this file, at 09:05:23. No additional atypical events were captured. The heartmate 3 lvas instructions for use (IFU) and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. The patient remains ongoing on heartmate 3 lvas and no related complaints have been reported at this time. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.